Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged/cracked downstream occlusion seal. Functional testing was able to duplicate the reported problem. The dso sensor, and dso seal were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the issue is "loose case all the time" there was unknown patient involvement. The device evaluation found a damaged/cracked downstream occlusion seal.